Event description:
The customer called to report that they were hospitalized due to allergic reaction to the medication and diabetes complications. It was stated that the plunger has not moved. The customer was not sure whether the pump might have contributed to pt's hospitalization. Troubleshooting was performed. The insulin did not exit and the plunger did not move forward. However, the lead screw made a complete rotation. The customer had an alarm four days before their admission. Suggested the customer to discontinue the use of the pump and follow a back up plan of manual injections.